Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: yulin hospital, the first affiliated hospital of xi'an jiaotong university (added due to character limitation in respective field).

Event description:
It was reported, the sheath's ceramic tip was broken. The issue occurred during preparation for use. There were no reports of patient harm, no delay, and the patient was not under anesthesia. The intended procedure was able to be successfully completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (d10 ¿ concomitant medical products and therapy dates) should be: digital processor; date: 08/14/2024. New information added to the following fields: d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, ceramic tip broke off, could not be identified. Presumably, based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿there is no labeling review.¿. Olympus will continue to monitor the field performance for this device.